Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 664 mg/dl. Customer had symptom of vomiting, nausea, trouble breathing, chest pain and difficulty walking. Customer's emergency room visit was due to high blood glucose. Customer was still in the emergency room at the time of call. Customer was wearing insulin pump at the time of emergency room visit. It was reported that customer received a new insulin pump and it was believed that insulin pump malfunctioned. During troubleshooting, it was found that basal rates and bolus wizard were programmed incorrectly. It was also found that customer had not performed a rewind/prime when began using new insulin pump. Customer was not able to continue troubleshooting due to not feeling well and receiving treatment in the hospital.